Event description:
Pt came to emergency room with difficulty breathing. Physician used 4 central line kits without success. Utilized an older line kit and placed successfully. Problem was physician unable to thread the catheter.